Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not delivering insulin. Customer's blood glucose level was 521 mg/dl. The customer only bolused three times a day for 10 units. The customer was not doing correction boluses of any kind. The drive support cap was sticking out. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no escape, act and down button response due to flattened button dome switch. The j2 on the lcd board was inspected and no anomaly was noted. Unable to perform functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement due to no escape and act button response. The pump had cracked case at display window corners and cracked reservoir tube lip. The drive support disk was inspected and no anomaly was noted.